Manufacturer narrative:
Port retainer ring and septum observed detached from port body base. Port body base reveals breakage and fray at outer edge of port body. Lip edge of retainer ring reveals damage of fray. Lot # was not provided therefore a review of the device history record and trend analysis could not be performed. Engineering re-assembled the detached port and the port was then leak tested with air and sterile water. No leaks were observed with air or sterile water to 60psi. Complaint was confirmed for "septum came loose from port body". Cause of this detachment could not be determined.

Event description:
The port was not working when accessed. The septum had come loose from the port body. Port explanted.